Event description:
The customer reported that when an alarm activated on the ventilator, the facility's remote alarm did not sound. The customer reported the ventilator was in use and there was no pt harm. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm system may not sound. The respironics svc technician confirmed the customer reported problem. The svc technician replaced main pcb board to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na